Event description:
It was reported that during central processing, the large needle driver instrument had a piece missing from the tip. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large needle driver instrument was analyzed and found to have a broken carbide insert on one grip. The carbide insert was not returned. The missing piece measures approximately 4.35 mm in size. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the broken insert.